Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found central stent damage with struts 13-25 distorted, lifted and stretched distally. The proximal and distal region of the stent showed no signs of damage. The undamaged distal side was measured which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a kink in the midshaft at approximately 90mm proximal to the guidewire port. The inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the mid left anterior descending artery (lad). A 2.75 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the target lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.